Event description:
It was reported that device entrapment occurred. The chronic totally occluded target lesion was located in the non-tortuous left anterior descending artery. A wire was inserted into the large septal branch. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After images were obtained, the operator could not withdraw the device without the wire also being withdrawn. Everything was removed together. Upon removal it was noted that the catheter was entangled with the wire. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection showed the sheath and the imaging window were observed kinked. Visual, microscopic and media inspection showed the returned guidewire was entrapped with the guidewire exit port. Microscopic inspection revealed the guidewire exit port was deformed, but the tip was in good condition.

Event description:
It was reported that device entrapment occurred. The chronic totally occluded target lesion was located in the non-tortuous left anterior descending artery. A wire was inserted into the large septal branch. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After images were obtained, the operator could not withdraw the device without the wire also being withdrawn. Everything was removed together. Upon removal it was noted that the catheter was entangled with the wire. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed the sheath, and the imaging window were observed kinked, and the guidewire was entrapped with the guidewire exit port.